Manufacturer narrative:
The device analysis revealed that the bond between the trocar tip and needle failed and that the trocar could not slip off the end of the needle, but could slip distally. There was no pt injury. Loose component was detected following use in pt. See scanned page.

Event description:
Following successful use of the cassi rotational core biopsy device, the physician was demonstrating the device in air. The trocar came loose and moved distally within approx 5 mm from the distal tip before stopping. The device had already been used in the pt without incident.